Event description:
Dr. (B)(6) stated that a screw stripped during implantation on the last few turns of a hallux ipj fusion. Dr. Stated she did not pre-drill prior to screw placement. The screw was left in the patient with the head of the screw not fully seated in bone. The joint was not fully reduced, but there was enough skin the close around the distal tip of the screw. Crossed k-wires were implanted to into the joint. The osteomed rep was not present at time of incident, but did have a discussion with the surgeon stating the above comments after the case. Dr. (B)(6) decided to wait to review the x-ray during the patient's first post op visit. Upon review of the x-rays taken during the patient's first post op visit, a gap was noted .dr. (B)(6) decided to revise and remove the screw. Rep did attend a revision surgery on (B)(6) 2015. The screw was removed with needle nose pliers. Next, a 4.0mm x 44mm cannulated headless screw (317-4044) was implanted into the patient and had excellent purchase and compression with the screw in the ipj joint. A 2.3mm drill was utilized for pre-drilling prior to the 4.0mm screw placement.

Manufacturer narrative:
The results of this investigation suggest that this complaint was due to improper surgical technique. The recommendation to pre-drill was not performed during the initial surgery, as recommended by the extremifix IFU. Removal of damaged screws is also recommended, although it does not appear that the corrective surgery was caused by the screw stripping in this case. Since the screw stripped on the last few turns, as stated in the description, it would already span the joint by that point. Based on the information provided, the corrective surgery may have resulted from the joint not being fully reduced prior to inserting the screw. Instructions, for securing proper placement of bone segments to be joined, are provided in the surgical technique guide. The stripped screw was not returned for evaluation. The lot number was not provided. Therefore, a review of the DHR could not be performed. A review of complaints and ncrs did not reveal a similar issue. Of the four hundred twelve (412) units sold in 2014, two (2) complaints were received for this device. Neither of those complaints concerned screws stripping during insertion. This issue will be monitored through routine trending. Qa note: during an audit of MDR submissions, we identified that the follow up for this report was inadvertently not submitted.